Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump was not delivering insulin as intended. The customer reverted to an alternate method of insulin therapy. There was no reported impact to blood glucose level. No further information was obtained as customer declined troubleshooting with tandem technical support.